Event description:
Event description guidant received information that a lead safety switch (lss) was triggered on this atrial lead. Based on the impedance values in the daily measurements, it appeared that the lss was due to an impedance measurement over 2,500 ohms. Additionally, when the lead was in unipolar configuration, oversensing was observed on the atrial lead and resulted in the storage of atrial tachy electrograms. No adverse patient symptoms were reported. The healthcare clinician questioned how to change the lead polarity back to bipolar configuration.